Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and six shocks. Technical services (ts) reviewed the events and noted that the patient had been hospitalized due to a fever. During hospitalization, the medication for this patient was not restarted, which contributed to the onset of the events. The patient has since resumed the prescribed medication treatment. Ts did not recommend reprogramming, as the events were attributed to interruption in medication; however, ts provided general recommendations in the event similar episodes occur in the future. Therapy was exhausted. This device remains in service. No adverse patient effects were reported.